Event description:
It was initially reported that the patient was having an increase in seizures. The cause for the increase is unclear at this time. Good faith attempts to obtain additional information have been unsuccessful to date.